Manufacturer narrative:
Additional information: d10: the reported field event of loss of cardiac pacing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device replacement procedure, device pacing was inhibited due to electrocautery. The inhibition was noted a few seconds after stopping electrocautery. Programming change was made, but the issue was observed again. The patient¿s own pulse was not noted. Heart massage was performed to recover. The device was explanted and replaced. There were no consequences on the patient.